Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the device did not power up due to a problem on power supply to the monitor. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high definition lcd monitor did not power up. The room was being set up for use when the incident was discovered. There was no patient involvement associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The field service engineer (fse) performed cable pull and resoldered the power line and there was still no power. The fse ran power directly to the monitor and the monitor powered on. When connected to the boom there was no power. A supplemental report will be submitted if any additional information is provided by the user facility.